Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high readings. On 04/27/2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient manages his diabetes with self adjusting insulin (70/30 humulin) and tests his blood glucose twice per day. The patient is currently taking prednisone and other medication for a recent kidney transplant. He claims that the medication has caused his blood glucose to be elevated. The patient indicated that he compared his blood glucose on his meter and the lab twice. On (B) (6) 2010, the patient reported blood glucose results of "124 mg/dl" with a lifescan meter and "104 mg/dl" on a laboratory device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. On (B) (6) 2010, the patient reported blood glucose results of "107 mg/dl" with a lifescan meter and "97 mg/dl" on a laboratory device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results is within lifescan's criteria for accuracy. On (B) (6) 2010 at 8 am, the patient reportedly obtained a blood glucose reading of "128 mg/dl," which the patient felt was high because he likes to keep his blood glucose below 120 mg/dl. Based on the patient's sliding scale, he took 14 units of 70/30 humulin insulin and ate his breakfast. The patient noted that he takes 14 units of insulin when his blood glucose ranges form 90 to 130 mg/dl. Reportedly two hours later, the patient developed symptoms described as "sweaty, weak, and hunger." The patient's wife who is nurse promptly provided the patient with food and drink at the time of concern. The patient's symptoms abated, but he stated that he felt exhausted for the rest of the day. During troubleshooting, the csr noted that the results were taken on an approved test site. This complaint is being reported because the patient claimed that he had symptoms that can be suggestive of hypoglycemia and received medical intervention 2 hours after he took insulin per the lfs meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.